Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had the beginning stage of a system infection. The lead were removed. No further patient complications have been reported as a result of this event.